Manufacturer narrative:
Manufacturer ref no.: (B)(4). On 12-15-2015, additional information was received from (B)(6) regarding the event description. Fields were updated accordingly.

Event description:
It was reported that a spectrum pump under infused rocephin and normal saline that was stored and infused at room temperature. 50-ml of 1g rocephin was being infused as a secondary line at 100 ml/hr 24 inches between the secondary container and the top of the fluid level in the primary container. The primary bag was set 12 inches between the pump and the top of the fluid level in the primary container. The nurse had to continue to add volume to be infused so that the entire bag of antibiotic infused. . It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused antibiotic during therapy (delivery rate unknown). A 100-ml of an unspecified antibiotic was being infused as a secondary line and when the pump displayed that the infusion had completed, the bag was only half empty. The pump was programmed to infuse the remaining antibiotic and displayed that 150-ml of total volume had been infused when it was only 100-ml. It was also reported that there was no patient injury.